Event description:
Pt contacted depuy spine inc. Pt had gone to another country in 2005 to have charite artificial disc implanted. Initially had a good outcome. Pt began to develop a milder level of pain. Pt went to a surgeon in the us and x-rays taken showed 2 - 2.5mm anterior migration of the superior endplate. Pt sent the x-ray to her surgeon in another country. She traveled back to another country for removal of charite. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
The device is not available for eval and the lot numbers not known at this time. Little info is known at this time. No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device.